Event description:
It was reported that the user¿s ilet issued alerts including sensor error, urgent low, and sensor unavailable, the user paused the ilet during church, and later experienced low glucose after announcing a larger-than-usual breakfast when they typically do not announce meals. Symptoms included hypoglycemia, with fingerstick readings in the 50s mg/dl and no reported symptoms while on the call. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication through oral rapid-acting carbohydrates. Investigation included communication with the user and spouse and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem related to meal announcement behavior, and an improper or incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.